Event description:
It was reported that the surgeon revised the patient's left hip due to misaligned stem and cup was antiverted.

Manufacturer narrative:
The catalog number and lot code were not provided. The device was reported as an unknown securfit ha cup. It was noted that no further information would be provided due to hospital policy. Therefore, the exact cause of the event could not be determined because insufficient information was provided. Not available.